Event description:
It was reported that during a left hemicolectomy procedure, the device was closed and fired and none of the staples were formed. They ended up handsewing the anastamosis. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that one device in good visual condition and with three staples present and protruding from the cartridge. It should be noted that before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may results in leakage or disruption of the staple line. Fire the instrument by squeezing the firing trigger completely; the firing stroke must be completed. Do not partially fire the instrument. In addition, it should be noted that if the firing sequence is not complete, the staples could be deploy and not fully formed. The device was reloaded with staples and tested for functionality. The device fired and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.